Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified pump condition could affect the functionality of the device, likely leading to the reported event. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 has a leak in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 was not pressure test due to that leak was identified. Cylinder 2 passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8 lb activation test; therefore, required more than 8 lbs of force to activate. Additionally, the pump failed valve deactive state test. Product analysis concluded these valve deactive state issues could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reason. The ipp components were returned and analysis identified that the pump failed the activation test, requiring more than 8 lb for force to activate. In addition, the pump failed the valve deactive state test. The identified condition likely contributed to the explant of the device.